Event description:
A manager reported a pt presented with toxic anterior segment syndrome (tass) after a procedure. Additional info has been requested.

Manufacturer narrative:
No sample or lot number info has received by manufacturing. As no complaint sample or lot number info was received, no lot specific investigation can be performed. All batches are released according to the required specifications. Additional info was requested. (B)(4).